Manufacturer narrative:
The complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was being performed at 2:42 pm. The la pressure was 18mmhg, the patient was in sinus rhythm (nsr) during the time of implant. A 27mm watchman closure device was deployed and released with a compression rate between 11% -18% and all pass criteria met. However, before the patient was discharged a transesophageal echocardiogram (tee) revealed that the closure device had embolized to the left ventricle. The patient was asymptomatic and in nsr with pvc's. The patient underwent open heart surgery and a maze procedure to remove the closure device.